Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-00728 and 2134265-2018-00660. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a mildly tortuous and non-calcified mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. However, during preparation of the opticross imaging catheter, the ilab froze on the connection confirmation screen and it was unable to perform pullback. Thus, automatic pullback failure occurred. The ilab did not start up properly even after it was tried to start after turning off. After the opticross imaging catheter was replaced with a non bsc catheter. The ilab main switch was turned off/on the issue was resolved. No patient complications were reported.